Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00752.

Event description:
It was reported that a pt underwent a surgical procedure of a total hip replacement on (B)(6) 2004. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to loosening of the implants." The surgeon reported that: "macroscopically, the head has worn the taper of the stem. The pt experienced metallosis due to the wear of the prosthesis." The surgeon substituted the head and the stem.